Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a navigation device being used in a fess procedure. It was reported that the system became unresponsive in a procedure. The rep said they did a reboot and the system worked normally after. Unknown how long the system had been on before this happened. There was a 5 minute delay. When the rep got on site after the reported incident the system was functioning normally and she was unable to replicate the issue. There was no patient harm or additional complications reported or anticipated as a result of the event.